Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-38d; lot# 64007901. 22.2mm + 3 lfit v40 head; cat# 6260-9-222; lot# 63839303. Restoration anatomic shell size 58 right; cat# 504-02-58d-r; lot# 3w01xk. Gap plate screws; cat# 2080-0025; lot# vy2xya. Gap plate screws; cat# 2080-0030; lot# 3519jd. Size 4 accolade ii 127 deg; cat# 6721-0435; lot# 62715507. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
[Surgeon] revised an mdm liner/head for an I&d infection. He replaced with a standard 36 liner and head.